Event description:
The user facility reported that the 4fr glidecath was placed up and over the aortic bifurcation contralaterally from the left side. While pulling the catheter back across the bifurcation the catheter tore with approximately 30% of the catheter lodging itself in the right common iliac. The right groin was accessed, and the broken piece of catheter was snared and safely removed. The physician stated that the patients' vessels were calcified. The were no blood loss. The patient condition was stable. The procedure was an aorta bilateral femoral angiogram. Additional information was received on 18apr2025: the doctor believed the patients calcification had something to do with the issue.